Event description:
The user facility in (B)(6) reported during vitreous surgery, the cutter stopped cycling; however, aspiration continued and pulled on the retina. No pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.